Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the physician was made aware of the issue at the clinic visit on (B)(6) 2020. The patient was reprogrammed on the other lead andwas getting good pain coverage. The root cause was not identified and no additional actions would be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the issue resolved. The patient also reported their weight at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulators (ins) for spinal pain. It was reported that she received her new ins and she hasn¿t had the therapeutic effect from it that she expected. The patient would like to have her ins reprogrammed. The patient was advised to follow up with her healthcare provider (hcp) and manufacturing representative (rep). Additional information was received from the patient on (B)(6) 2020. They reported that they have an appointment with their physician the day following the report and wanted a manufacturing representative (rep) to be there. They stated that they have been in constant pain since implant, and the implant has not helped with the pain at all. Additional information was received from the rep on august 7, 2020. It was reported that the rep met with the patient on (B)(6) 2020, and the patient was reporting they couldn't get stimulation. The rep checked impedances and found the 8-15 lead had impedances >10,000 ohms. It was noted the patient's programming was using that lead. Reprogramming was attempted however the patient was not getting good coverage.